Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had stuck button error alarm. Customer¿s blood glucose was 230 mg/dl at the time of incident. Customer stated that the insulin pump had insulin flow block alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Device was programmed with test guardian 3 link and a test plug. Device was able to locate and connect to sensor. The device communicated properly with the sensor and test transmitter. No sensor related errors or anomalies were noted.